Manufacturer narrative:
(B)(4). The customer reported that a patient expired while being transported on a philips mp30 device. Customer wants to retrieve trends from the mms. The customer stated that they were able to retrieve trends from trend review. The patients were in the ICU, room number not known. The customer stated that they were anticipating being able to retrieve/review waves from the code. The philips customer care center informed the customer that isn't the desired function of the mms. The log files and both devices, mp30 and multi measurement server (mms), were requested for further investigation. Additional investigation will be done to attempt to give the customer the information that they have requested. Philips is reporting this only because a patient died while being monitored using our devices. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient expired while being transported on a philips mp30 device.